Event description:
The dial knob on the ltv 1000 vent was not able to change the values on the vent appropriately. Was not able to change fio2 higher than 50% and knob was stuck on parameters after changing the value +/-1 digit at a time. Patient was desaturating while in CT supine position so increased peep to +10 and fio2 and kept fio2 at 50%. Patient recovered and had no lasting effects.